Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. The coil is stretched. Functional testing was performed by connecting the advancer to the rotablator control console system.there were no abnormal noises or leaks and the device did not run; so, it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the speed was unstable. The 75% stenosed target lesion was located in moderately tortuous and severely calcified proximal and mid left anterior descending artery. A 1.50mm rotalink plus was selected for use. During preparation, the device was set up to 180,000 rpm and no problem was noted. However, the rotation speed increased up to 230,000 rpm after several ablations. The device was simply removed from the patient and the procedure was completed with another of same device. No complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the speed was unstable. The 75% stenosed target lesion was located in moderately tortuous and severely calcified proximal and mid left anterior descending artery. A 1.50mm rotalink plus was selected for use. During preparation, the device was set up to 180,000 rpm and no problem was noted. However, the rotation speed increased up to 230,000 rpm after several ablations. The device was simply removed from the patient and the procedure was completed with another of same device. No complications reported and patient's condition is good.